Manufacturer narrative:
As per additional information received on 05/22/2025: the device was returned to a third-party service center. During the evaluation of the device at the third-party service center, the device was visually inspected and foam particles were not observed inside the assembly. In addition, power connector of the unit was corroded, and the unit could not be power on in order to be able to collect the error log/machine hours/error code numbers/software version. Additionally, the patient¿s complaint was not confirmed, and the device was scrapped. The "reporter country" has been corrected in this report. UDI related data quality updates only: the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format. In this report, box d, e, h has been updated/corrected.

Manufacturer narrative:
H3 other text : device has not yet been returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation autosv device's sound abatement foam. The patient has alleged frequent dizziness and strong mucous formation in the upper respiratory tract, especially in the paranasal sinuses as well as regular eye irritations, additionally patient is assuming, whole situation can cause enormous psychological stress. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.